Manufacturer narrative:
The affected device has been returned for evaluation by the manufacturer. The investigation is not completed yet. The investigation results are pending. Internal karl storz reference number: (B)(4).

Event description:
It was reported that damage rubber of distal tip laparoscopy dissecting electrode and this piece was probably left inside patient. New tool was deliver to continue operation. X-ray were taken but the broken piece was not found. Due to the pot. Fragment in situ the event is reportable.